Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited an error message. Defibrillation therapies had been disabled. Programming changes were made and the device was successfully restored back to normal operation. There were no patient consequences.